Event description:
It was reported that during a mid left anterior descending (mlad) artery stenting procedure, during 3.0x18mm xience v stent deployment, the balloon ruptured in the heavily calcified lesion at 16 atmospheres (atm). The lesion was post dilated with an nc trek with good wall apposition. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.